Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unable to prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/12/2014 with the following findings:a review of the black box showed loss of prime warnings due to low force had occurred on 01/23/2014. Ez-prime steps were successfully performed without any issues. The pump was exercised for 24 hours with no loss of primes occurring. The complaint could not be duplicated on investigation.